Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 0023108. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the limited investigation results, an exact cause could not be determined for this incident. Additional details could assist in further investigative findings; did the hub break during use or was it already damaged when assembled to the needle? If the affected sample becomes available, it would be beneficial for concluding a cause of this reported incident. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that while using bd needle ns 21ga 1-1/2in medication leaked due to a crack. There was no report of patient/user impact. The following information was provided by the initial reporter: they reported that "an operator was reconstituting a product and as they attempted to push the fluid through the needle, the fluid sprayed out of the sides of the needle adapter. They inspected the needle adapter to find that it was cracked."